Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when passing the instrument through the lumen of the trocar, it disassembled, thus pre venting its correct functioning.